Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence it was reported that they were back to where they were before the device was implanted and it was not working again. Patient said the device was not stopping them from going to the bathroom at all and they can't even get to the restroom anymore. Patient mentioned they can feel the device every time they sit and it bothers them the same as before. Patient can't sit in a certain position. Patient feels like the implant was bulging out. Caller stated that they wanted to turn the device on because it felt like it was burning them. Agent offered the caller assistance to turn ins off but the caller did not have the equipment with them during the time of call. Patient wasn't even aware that it had moved or got disconnected until they started to mess up. Patient has had a little problem with it before and doesn't want to keep going back to surgery each time if this doesn't work again. The patient was redirected to their healthcare provider to further address the issue.